Manufacturer narrative:
The device involved in this event will not be returned for evaluation as it remains implanted in the patient. Patient medical records and imaging studies will be requested for further evaluation by the clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Device remains implanted.

Event description:
The patient was initially implanted with the ovation ix abdominal stent graft system to treat an abdominal aortic aneurysm (aaa). Approximately two (2) years post initial procedure, the patient was experiencing abdominal pain and leg pain. An occlusion within the device was identified. An intervention was completed. The physician elected to implant three (3) iliac limbs to resolve this event. The patient was reported as unstable post intervention.

Event description:
The patient was initially implanted with the ovation ix abdominal stent graft system to treat an abdominal aortic aneurysm (aaa). Approximately two (2) years post initial procedure, the patient was experiencing abdominal pain and leg pain. An occlusion within the device was identified. An intervention was completed. The physician elected to implant three (3) iliac limbs to resolve this event. The patient was reported as unstable post intervention. Clarification: re-intervention completed on (B)(6) 2020. Additional information received per clinical assessment confirming that the patient also experienced a small bowel perforation, intestinal ischemia, multiple (and unspecified) surgical procedures, acute respiratory failure, and ultimately expired on 20 august 2020.

Manufacturer narrative:
An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows the device to have been properly manufactured and released in accordance with the device master record. The review confirms there were no manufacturing or processing non-conformities identified that would contribute to the reported adverse event/incident. There are no other equivalent adverse events/incidents for this lot number existing within the endologix complaint handling system. An evaluation of the device could not be completed. The device was not returned to endologix for evaluation because it remains implanted. A clinical evaluation of the adverse event/incident was completed. An examination of medical records and/or medical imaging received by endologix shows an aortic occlusion within the device. This is consistent with the reported adverse event/incident. The clinical evaluation also shows reasonable evidence to suggest procedure-related harms of bowel perforation, intestinal ischemia, multiple surgical procedures, acute respiratory failure, and death occurred that were not included in the event as reported. These findings were discovered during an examination of the 28-month post implant death certificate. Device, user, procedure, or anatomy relatedness of this event could not be determined with the medical records available for review. During the investigation and with the information available, endologix found no evidence to suggest the device was used off-label. The final patient status was reported as being expired. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents.